Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that after the patient was prescribed 10 days of oral antibiotics the infection resolved. No additional information provided.

Manufacturer narrative:
The patient¿s weight was not provided. Approximate age of device- 11 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during a scheduled routine clinic visit the patient presented with a small amount of thick drainage despite daily dressing changes on the driveline exit site. Wound drainage cultures from driveline exit site grew staphylococcus epidermidis abnormal. The patient was prescribed 10 days of oral antibiotics. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.